Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d342 was performed. There were no nonconformances related to the complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #46: accelerometer alarm, alarm #7: blood leak? (Centrifuge chamber), and drive tube leak/break. No trends were detected. However, a corrective and preventive action has already been initiated for complaint category, drive tube leak/break. Service order, (B)(4), was completed. Service technician replaced leak detector strip, cleaned blood spill, and performed system checkout procedure. A photo analysis was conducted. Review of the photographs shows the following: the drive tube is twisted above the upper bearing stop, the upper bearing stop is loaded in the upper bearing retainer, the upper bearing stop does not appear to have delaminated, the inner component of the upper bearing rests in the middle of the drive tube, the outer components of the upper bearing rest near the fully intact lower bearing, the mid-section of drive tube is the site of impact with the leak detector strip, the upper bearing impacted the chamber wall leaving a visible gray scrape mark. The cause of the break is the drive tube twist above the upper bearing. The root cause of this twist is user operator misload of the drive tube, installing the upper bearing stop into the retainer instead of the upper bearing. No manufacturing defects were found. Review of the device history record found no related nonconformances. (B)(4). Not returned.

Event description:
Customer called to report accelerometer alarm immediately followed by blood leak? (Centrifuge chamber) alarm at 50ml processed. Ten thousand units heparin used at 10:1. Customer aborted the treatment, and will said he will put the customer on another instrument to complete treatment. The patient was reported to be in stable condition. The customer sent photos for investigation. Customer requested service. Service order, (B)(4), was generated.